Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, she missed the alarm and did not hear any sounds from her dexcom receiver. Around 6:00 am, the patient¿s husband was waking her up, he noticed something wrong. When he tried to offer her a drink, she refused everything he tried to offer and seemed disoriented. The patient¿s husband called 911, no cgm or bg values were checked and cannot be provided. Upon arrival, emergency medical services (ems) administered glucagon and after an hour she was feeling ok. The patient and husband are unable to provide any cgm or bg values prior to treatment nor after she became stable. After the patient felt stable she checked her dexcom receiver and saw that the alerts were set to off even though she did not make any changes. She changed her alert settings back to on. There was no documentation of further medical evaluation or intervention. The patient was stable during the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
D9: device available for evaluation - correctionh6: type of investigation - correction to remove 4114

Event description:
Subsequent to the initial MDR, a correction or additional information is required.